Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the calcified mid left anterior descending (lad) artery. A 2.50 x 24 mm promus element stent delivery system was selected to advance the lesion but unable to cross. On trying to remove this device, the proximal end of the stent was caught on the calcified lesion and it was deformed. The device was successfully withdrawn into the unspecified guide catheter whilst still on the delivery system. The device was removed from the patient. The procedure was not completed due to this event. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent was received for analysis detached from the balloon catheter. An examination of the stent found that the stent was severely bunched up at one side. An examination of the balloon found that the balloon was folded and there were clear crimp marks on the balloon material. Traces of blood were visible inside the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent came off after the stent delivery system after it was removed from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).